Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a1; patient identifier; (B)(6). Investigation summary according to the information received, it was reported that post market complication received for intra-op device breakage of intrafix advance br screw 10 x 23 mm w/lg sheath. Information has been reviewed and determined that there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the depuy device after it was released for distribution, therefore no product analysis would be conducted. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a right anterior cruciate ligament (acl) reconstruction surgical procedure it was observed that the intrafx advbr scw10x23w/lgshth device broke. It was reported that the device was removed and replaced intra-op. No additional impact to the patient. All available information has been disclosed. No additional information could be provided.